Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-100lp, 5 mm access port & low-profile obturator was being used on (B)(6) 26 and ¿during surgery, the double chamber of the 5 mm airseal trocar broke and we found it in the abdominal cavity.¿ there was no impact or injury to the patient. Per further assessment it was reported that the trocar fragment was retrieved from the surgical site. The procedure was completed without an alternate device and there was a 2-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.